Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the catheter was removed due to a ¿break, tear, hole¿ and it ¿came out of space¿. The pump was replaced. Per the reporter, they were 99.99% positive it was a catheter tear. The healthcare provider just wanted to double check the pump as well. The reason for the device removal was noted as withdrawal. A rotor study and a dye study had been performed and results were reported as ¿good¿. There was no patient injury and the patient recovered without sequelae. The pump was used to deliver dilaudid. It was later reported that the catheter was out of the space. A hole or tear in the catheter was suspected going into the surgery but it was structurally intact and no hole or tear was found. As of (B)(6) 2013, the patient had recovered without sequelae.

Manufacturer narrative:
Final analysis of the pump found no anomalies.